Event description:
It was reported during scheduled removal, this catheter fractured and the distal portion remained in the pt. Successful percutaneous retrieval utilizing a guidewire followed. Another catheter was successfully placed for continuation of treatment. The pt's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. As a lot number was not provided, a device history search could not be performed. Follow up revealed this catheter was in place for 3 months and accessed regularly. User technique and/or pt anatomy may have contributed to this event, however co is unable to determined the exact cause for this event. Directions for use state: "the catheter is designed for external and internal percutaneous drainage of the biliary system... Caution: do not allow alcohol to come in contact with the catheter. Exposing the catheter to alchol may damage the coating and the catheter... This catheter should be evaluated by the physician on or before 90 days post-placement."